Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Bleeding lcd glass noted. Device passed functional test including prime/a33, displacement, occlusion, excessive no delivery alarm test and basic occlusion test.

Event description:
Customer reported she has been having bent cannulas on her infusion sets, but her insulin pump is not alarming no delivery. Customer's blood glucose is 599 mg/dl. She is treating with manual injections. Customer stated she inserts her infusion sets and usually has to change them after half a day because her blood glucose rises. Customer was advised of proper site and insertion methods. Customer ran the high pressure test and the device did not alarm no delivery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.